Manufacturer narrative:
Lead-to-can external insulation abrasions breaching svc cables lumen were noted at 13.2 cm to 13.9 cm and 18.4 cm to 18.8 cm from the connector pin. Svc cables etfe coating was intact and the inner coil was not exposed in these abrasion regions.

Event description:
This report is to advise of an event observed during analysis.